Event description:
During a rotator cuff procedure, the pressure was initially set at 40 and increased to 60 for unk portion of the case and too much pressure blew up the shoulder, causing extravasation stretching to breast and neck area. There was concern over pt's airway (placed tube in airway) and pt was placed in ICU all night to monitor pt for any further complications. Pt is doing well. Pump was switched out to finish the case, which took 3-hours to complete. Sales rep stated that the or manager dented the transducer.